Event description:
Add'l info received from rptr 5/22/03: pt's procedure was converted from endoscopic to small thoracotomy, surgeon states this conversion was not in fact related to the use of the probe, rather it was secondary to the fact that a small amount of bleeding occurred from the use of a stapler.

Event description:
During ablation procedure, plume of smoke noted from port. Probe removed. Burn marks noted midshaft of sheath.